Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic distribution center reported to fresenius mexico that the customer discovered blood clotting inside the an optiflux 200nre dialyzer during a patient¿s hemodialysis (hd) treatment. There was no patient harm or adverse event reported at intake. Additional information was requested but was not received to date.

Event description:
A hemodialysis (hd) clinic distribution center reported to fresenius mexico that the customer discovered blood clotting inside the an optiflux 200nre dialyzer during a patient¿s hemodialysis (hd) treatment. There was no patient harm or adverse event reported at intake. Additional information was requested but was not received to date.

Manufacturer narrative:
Nitial submission date received 05/25/2022.

Event description:
A hemodialysis (hd) clinic distribution center reported to fresenius mexico that the customer discovered blood clotting inside the an optiflux 200nre dialyzer during a patient¿s hemodialysis (hd) treatment. There was no patient harm or adverse event reported at intake. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: four photos were provided to the manufacturer for physical evaluation. All four photos show the same dialyzer attached to the machine. There appears to be an internal blood leak as there is blood on the outside of the fibers within in the dialyzer; the blood pooled within the bell housing. During the lot history review it was noted that there were two other complaints reported against the lot. Both complaints are from the same clinic and address clotting (no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.